Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over the summer of 2024 from date manufacturer was made aware.

Event description:
It was reported that patients discomfort around the implantable pulse generator site. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.